Event description:
It was reported that a customer's pump screen was dark and would not turn on despite various troubleshooting efforts. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use manual insulin delivery until the issue was resolved.